Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument continued to fall when outputting. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage on the proximal end distal end. The instrument passed seal and cut tests upon testing. The instrument was fully functional. No product issue was identified. I root cause is related to issues including misuse of the product, or other factors not directly related to the device.

Manufacturer narrative:
Intuitive obtained additional information. No fragment fell inside the patient. The generator power goes off when starting to energize. Instrument did not come off the usm. Instrument was not broken. Instrument was not broken off or detached and not broken. There were no images or videos available.

Event description:
Refer to h11 for follow-up information.